Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag was deployed, additionally, the retrieval sheath also was returned. Visual and microscope inspection were performed and it is possible to observe that the wire is highly kinked at the middle section and also the wire is exposed through the sheath slit. Additionally, the delivery sheath is stretched and detached in 2 different parts and the spring tip is bent. The outer diameter (od) dimensions were found within specification. Sheathing/unsheathing test was not performed since the device was highly damaged. No other issues were identified during the product analysis.

Event description:
It was reported that the filterwire was difficult to remove. The 70% stenosed and thrombosed target lesion was located in the moderately tortuous common carotid artery (cca) and internal carotid artery (ica). A 190cm filterwire was selected for use. During the procedure, this device was placed on the ica and the filter deployed well on the lesion. However, during the removal of the delivery sheath, it was noted that the delivery sheath was stuck with the wire in the middle portion of the filterwire and could not be removed. The entire device was removed from the patient's body by strongly pulling the delivery sheath and the procedure was completed with a different device. Upon checking the device outside the patient's body, it was noted that there was no apparent abnormality. No complications were reported and the patient was good post procedure.

Event description:
It was reported that the filterwire was difficult to remove. The 70% stenosed and thrombosed target lesion was located in the moderately tortuous common carotid artery (cca) and internal carotid artery (ica). A 190cm filterwire was selected for use. During the procedure, this device was placed on the ica and the filter deployed well on the lesion. However, during the removal of the delivery sheath, it was noted that the delivery sheath was stuck with the wire in the middle portion of the filterwire and could not be removed. The entire device was removed from the patient's body by strongly pulling the delivery sheath and the procedure was completed with a different device. Upon checking the device outside the patient's body, it was noted that there was no apparent abnormality. No complications were reported and the patient was good post procedure.